Event description:
It was reported via trial that approximately 20 months post xience v stent implantation, and an unknown period of time post non-abbott stent implantation in the mid to distal left anterior descending artery (mlad, dlad), the patient was found to have high grade in-stent restenosis (isr) in the mlad and a distal edge stenosis of the xience v stent in the dlad. On (B)(6) 2010, percutaneous coronary intervention was performed. There was no adverse patient sequela reported and on (B)(6) 2010, the patient was discharged. There was no additional information provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4)=lesion was not predilated. There was no reported product deficiency. Restenosis is a known adverse event as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Since it was reported that the xience v stent was implanted via direct stenting, it should be noted that the xience v IFU states: pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. In this case, it cannot be determined whether the IFU deviation contributed to the reported patient effects.